Manufacturer narrative:
Audio/beeps worked properly. No vibrator alarms due to a broken vibrator motor wire. The pump had a severely scratched lcd window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the vibrate function on the insulin pump was not functional. The customer stated the vibrate function did not work for the past six months. Customer's blood glucose was 4.4 mmol/l. The insulin pump will be returned for analysis.